Manufacturer narrative:
No analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the scs lead site. Reportedly, the patient was feeling pain at the incision site where the paddle was placed. Consequently, the patient's physician replaced the patient's scs lead. Follow up information identified the pain at the lead site has resolved.